Event description:
T was reported that during routine maintenance, it was observed that the small battery drive device had a weird noise and was slow during testing. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and ball bearing deterioration from normal wear out. If additional information should become available, a supplemental medwatch report will be sent accordingly.